Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, an alarm went off for a vessel sealer extend instrument that the blade was exposed and to replace instrument. It was discovered that the blade was damaged and broken. A piece of the blade was found in the abdomen, near the patient's ureter. Item was removed and attached to tape. The procedure was completed with no reported injury. A mega needle driver was used to retrieve the broken fragment from the patient's abdomen. The surgeon was cauterizing and dissecting on the left side of the uterus when the fragment fell. There was no internal or external collision. An error came up on the screen stating the blade was exposed. They removed the instrument and replaced it with a new vessel sealer. The original vessel sealer was working about 40 minutes when the issue occurred. There have been no reports of any patient injury post procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend and completed the device evaluation. Failure analysis found the instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.154". The blade did not appear damaged or broken. Upon inspection there were no broken pieces from the blade or the distal end of the instrument. There was bio debris found at the instrument tip. Upon inspection there were no broken pieces from the distal end of the instrument. Advance failure analysis has reviewed the logs and found the following: with the first instrument, the one that was returned, there was a failed cut followed by an exposed and a subsequent homing failure. In RMA, the exposed blade was confirmed, and it did not appear that any pieces of the instrument were found to be missing. Its possible the customer may have misinterpreted the blade exposed error message.